Event description:
The customer reported error code b30 was displayed from the device. There was no effect on the patient reported due to the event. Additional details have been requested regarding the reported event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing is in progress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation, customer follow-up. Event description: updated with information received from the customer. The aware date should be 05-july-2022. The device evaluation confirmed the user's event. It also found the error code e117 was displayed just after electrification. Immediately after that, error code e226 was displayed. There was trace of water invasion inside the scope connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that water invaded the scope connector during user handling of the device and abnormality occurred in electrical components which resulted in the error code being displayed. However, the definitive root cause of the reported issue could not be determined. User may prevent or reduce the suggested event by following the instructions for use (IFU): "reprocessing the endoscope (and related reprocessing accessories)-5.4 leakage testing of the endoscope-when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Event description:
The event occurred prior to an unspecified procedure. The procedure was completed successfully using a similar device. The device was inspected prior to use and no problems were found. Customer confirmed no impact to the patient.